Event description:
During the evaluation of the device, the third party service center visually inspected the device and found missing rubber feet and errors internal battery failure (error code 193) and service required (error code 290). There was no report of patient harm or injury. The customer does not want any repairs done the unit. The device will be returned to the customer unrepaired.